Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that during use of the unspecified bd saf-t-intima¿ closed IV catheter system after the fluid was delivered and after the tube was closed blood returned after infusion finished and the clamp tightened. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found blood return after infusion finished and sealed the clamp. They doubted clamp was not tight.